Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the reported regurgitation and high gradient most likely was due to the cuspal tear.

Manufacturer narrative:
Product analysis: the product specimen will not be returned for device evaluation. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have not been successful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight months post implant of this bioprosthetic valve, the physician discovered a severe aortic leak due to a cuspal prolapse, possibly caused by tearing of the cusps. The patient also had increased gradients of 35mmhg. The device was explanted and replaced. Lab analysis showed a negative culture. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.